Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported issue of incorrect volume delivered was reproduced during testing. The device was tested at 400ml/hr with a vtbi of 100ml and under-infused by -7.649%. The pressure plate travel was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an incorrect volume delivered for medication (levetiracetam). There was no known patient injury or medical intervention associated with this event. No additional information is available.